Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during treatment, a versajet ii hydrosurgery system handset, 45deg 14mm exact was splashing water in the wrong direction. Treatment was resumed, after a non-significant delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause, probable root cause may include obstruction of evacuation orifice (debris, tissue or other foreign material), a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.